Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed with the customer that the issue happened due to wrong tray configuration being used and the issue was resolved. No further investigation was required. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the user reported that during a surgery case the crna tried to remove a fentanyl vial and the machine opened drawer 2 space instead of 1. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.